Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the united kingdom, this was a case with a 23mm sapien 3 valve inside of a non-edwards valve, in pulmonic position by right transfemoral vein. During the procedure, balloon valvuloplasty was performed pre-implant. During valve deployment, the balloon of the commander delivery system burst close to maximal inflation (-1cc of nominal) and the valve was partially deployed in the intended position. It was difficult to remove the delivery system from the deployed valve since the balloon tip appeared to be stuck at the outflow side of the sapien 3 valve. A 26f gore dryseal sheath was advanced over the balloon, and the balloon was retracted into the sheath and removed without issue. After withdrawal, a spiral tear was observed along the balloon but appeared complete. A post dilation with a 22mm atlas gold balloon was required. The patient did not suffer any injury due to this event and was in stable condition. The perceived root cause of the balloon burst was the calcification of the conduit.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was evaluated and revealed the following: balloon longitudinal and radial burst. Distal wings of balloon flared out. Balloon burst during valve deployment observed on fluoroscopy. Balloon burst appears stuck inside the partially expanded valve during withdrawal of delivery system. Sheath advanced over the balloon to retract the delivery system on fluoroscopy. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as provided information indicated "severe" presence of calcification within landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw catheter from deployed valve was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of balloon burst) likely contributed to the event as the balloon was stuck in the partially expanded valve as per fluoroscopy, after the balloon was burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the partially expanded valve, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.